Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the surgeon was in fact able to insert the extension. The surgeon was able to implant the ins and everything is reported to be okay. Impedance was measured when the ins was in the pocket, and it was stated that the ins and extension were okay.

Manufacturer narrative:
Product analysis product ID# 37612: analysis identified that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to 1 overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was not working correctly. The hcp had problems with the second channel of the ins. It was very difficulty to put the extension into the second channel. The impedance measured to be greater than 40000ohms. There were no symptoms reported. No further complications were reported or anticipated.